Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported that the pcea administration tubing was leaking near the connection to the line in the patient. No patient impact was reported.